Event description:
It was reported that while performing an in-service instruction, the seals representative broke the nipple on the pneumatic switch assembly when removing the footswitch cord. There was no pt involvement and no adverse pt consequences.

Manufacturer narrative:
Conclusion: should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.